Event description:
On (B)(6) 2014, the reporter contacted lifescan (B)(4), alleging inaccurate results of "14 mmol/l" with the subject meter and "3.1 mmol/l" with another device, performed within 30 minutes of each other. This complaint is being reported because the reported results did not meet lifescan¿s accuracy/precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 (06/18/2014), device evaluation: the test strips involved with this complaint have been returned and evaluated by lifescan product analysis on (B)(4) 2014 with the following findings: the test strips have passed all testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.